Manufacturer narrative:
We have received and confirmed the reported failure. We found tails of the centering hoop sticking out of the sheath preventing closure of the device. We are aware of this issue and have an ongoing recall that includes this lot number. We had notified this hospital to return all affected devices on early (B)(6) 2016. We received response from them dated september 13 stating they do not have any device from this lot in stock. After this incident occured, we were notified that they had three more devices from this lot in stock and will be returning back to us. There was no injury to the patient. The physician trimmed the hood of the vein and completed the anastomosis.

Event description:
During the procedure, cutting head did not resheath since it was caught on the sheath of the catheter. Device kinked upon resheathing.